Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly. No weird sound or audio and or beep anomaly noted. The device had minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer inserted a new battery into her insulin pump, and then the screen went blank. The customer's blood glucose was 115 mg/dl. Troubleshooting was done. After troubleshooting, the display did not return. The customer also stated that the insulin pump was making a weird beeping noise. The customer stated that this was the first occurence of this type and that the sound was high pitched. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.